Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that the tips of the 25 mm tap had broken off. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the cutter broke out. It is unknown when the issue has occurred as the event was identified when the surgeon opened the set during reprocessing. The device was used during a shoulder surgery. Per complaint reporter there was no harm for patient, operator or third party. No further information received.